Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patient¿s clinic after receiving an alert notification. The clinic was notified that the patient's implantable cardioverter defibrillator (ICD) had triggered a power on reset (por). At the time of the device change out procedure telemetry was unable to be established with the device in order to program the device "off" due to the extent of the current drain on the battery as it was thought the device had reached end of service (eos). A magnet was utilized in order to prevent any unwanted therapies. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis result was inconclusive. A power on reset (por) observation had occurred. The device lost telemetry and function due to a severely depleted battery. The cause of the depletion was not determined. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition and no hybrid anomalies were observed. Further hybrid analysis confirmed the por that was recorded in the device memory. There was no new por recorded during analysis. The analysis was terminated since no new por occurred and the failure could not be re-established. If information is provided in the future, a supplemental report will be issued.